Event description:
It was reported that there was increased threshold on both atrial and ventricular leads, along with decreased impedance on the ventricular lead, with unipolar impedance higher than bipolar. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.